Manufacturer narrative:
Date of event: exact date of event was not provided. The best estimate date is between (B)(6) 2017 and (B)(6) 2017. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient was dissatisfied with the zxt150 intraocular lens (iol) implanted in the right eye (od), the lens was explanted. The lens was replaced with a model zct225. No additional information provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: initial MDR (medical device report) inadvertently indicated model zct225 as replacement lens for right eye (od), but it should been reported as zct150. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.